Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit looks to be in bad condition, with a rusted inside full of dry blood. Functional testing performed. The customer's problem was duplicated. The root cause was the faulty main board. No function due a defective printed circuit board (pcb). Housing broken and tank cover cracked. No option for repair. Unit was scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device presented problems with the power supply. No further information was provided. It is unknown if there was patient involvement.